Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed. Review of an egm revealed ventricular loss of capture. Programming changes were made. Patient experienced fatigue but was stable after programming changes.